Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of the device, 3d systems, was notified of this complaint and an investigation was conducted. Review of the DHR and digital files showed all parts were designed properly per the applicable work instructions. Review of the 3d model confirmed the fossa implant model was designed properly to fit the patient's anatomy. The condyle and fossa implants were planned together and provided adequate space for them both to fit. The fossa implant is to be no closer than 3mm from the tympanic plate to avoid contact with the patient's ear canal. Review of the digital file showed that the fossa implant was planned at 3.5mm from the tympanic plate. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G3: foreign source: israel. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that during the initial implantation of the left tmjpm implant that the fossa component did not fit. The procedure was completed with only the manibular component. It was reported that no further information is available.